Event description:
It was reported that insulin from the reservoir was leaking into the reservoir compartment. It was also mentioned having issues with air bubbles in the reservoir and tubing. No further information was provided.

Manufacturer narrative:
Inspected three randomly sealed reservoirs. Performed fill reservoir per specifications. All three reservoirs passed per specification. No air bubbles were observed during analysis. Checked o-rings for defects and none was found.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.